Event description:
A patient in pacu (post anesthesia care unit) expelled a small white tube from mouth. The operating room nurse identified the foreign body as a piece from the lidocaine hydrochloride topical administration kit.